Manufacturer narrative:
A ge healthcare investigation has been initiated and is currently ongoing. A follow-up summary report will be submitted upon completion of the investigation.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. On (B)(6) 2019, the user at (B)(6) hospital in the united states reported their optima xr200 mobile radiographic system was plugged in charging when the system started emitting smoke. The hospital's fire alarm system was activated, and the user drove the system outside and removed the system covers. A fire extinguisher was used to extinguish the thermal event. There was no injury related to this event.

Manufacturer narrative:
Ge healthcare's investigation has been completed and the root cause of the issue was determined to be an internal crack within the battery case although the cause of the crack could not be determined. The customer was interviewed, and they confirmed that when they moved the mobile device to a safe area and removed the side cover, they noticed smoke being emitted from the battery compartment and a couple minutes later, an arc/flame started. The arc/flame was immediately extinguished using a fire extinguisher. A ge field engineer (fe) arrived at the site to investigate the event and upon inspection, it was determined the thermal event was limited to inside the battery compartment and did not spread to other internal subsystems. The fe also identified damaged batteries within the compartment which were returned for engineering analysis. The part analysis identified corrosion on the battery compartment floor which is a sign the battery case became cracked and leaked battery acid. In addition, during charge cycling, the crack can become larger and battery acid leakage can become exaggerated. As the battery acid contacts the metal battery compartment it can short to ground and result in smoking/arcing. To correct this issue, the fe replaced the batteries. No further actions are needed.